Event description:
IV pump shut down on its own: system error 336.staff switched out device for another pump. No patient harm. Pump was plugged in at the time of the event. This uf has had multiple problems with this device type and has been in contact with the manufacturer. The cause of the problems remains unknown. The manufacturer issued an action notice, which the facility followed. However, the same problem continues to occur.